Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon advancement, the distal part of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. The proximal end of the stent has been bunched and pushed distally. The damage to the stent is consistent with force/resistance being encountered with the stent delivery system. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon advancement, the distal part of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.